Event description:
Three-piece modular zenith endovascular graft was deployed without complication. Final angiogram noted what was believed to be type iii endoleak originating from the overlap junction of the main body and the ispilateral leg graft. Under fluoroscopy, the apposition of the ipsilateral leg graft to the vessel wall appeared inadequate. The vessel wall appeared to be larger than the graft diameter. A balloon expandable stent was deployed within the leg graft at the site of the needed intervention. With the deployment of the stent, the endoleak was still evident. At this time, the physician was not able to further identify the cause or origin of the veiwed endoleak. Procedure was concluded, with the intent to monitor the endoleak status. A follow-up exam has been scheduled for one month.